Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, sheath separation occurred. The target lesion was located in the left anterior descending artery (lad). During preparation the physician platform tested the 1.5 mm rotablator rotalink plus burr for approximately 1 minute. The burr was advanced into the guide catheter resistance was felt and the sheath separated outside of the patient. The procedure was completed with another of the same device, the original guide catheter, multiple unspecified cutting balloons and implantation of an unspecified stent. No patient complications were reported and the patient status is okay.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, sheath separation occurred. The target lesion was located in the left anterior descending artery (lad). During preparation the physician platform tested the 1.5mm rotablator rotalink plus burr for approximately 1 minute. The burr was advanced into the guide catheter resistance was felt and the sheath separated outside of the patient. The procedure was completed with another of the same device, the original guide catheter, multiple unspecified cutting balloons and implantation of an unspecified stent. No patient complications were reported and the patient status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination identified the catheter sheath was torn/split approximately 98.5cm from the strain relief. No additional visual isses were noted. A tug test was performed, no issues were noted with the unit handshake connectors. The burr was microscopically examined, no issues were noted with the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).